Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the sample had a fibrin clot and it was suspected there were also bubbles in the sample, the event was most consistent with a pre-analytical handling issue. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The field service engineer found an issue with the sample integrity as there was fibrin floating in the sample. He checked and verified the instrument and ran performance testing. The customer ran precision testing and qc which were acceptable. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable ca 125 g2 elecsys result for one patient sample from the cobas 6000 e601 module. The initial result was 2.68 u/ml and was reported outside of the laboratory. On (B)(6) 2021, the doctor called questioning the results because of the patient's previous history and results and asked for repeat testing. The repeat result was 172.4 u/ml which is what the patient normally recovered. The reagent lot number and expiration date were requested but were not provided.